Event description:
It was reported by the sales rep that on the fifth treatment the laser shut down. The unit couldn't be turned back on. The case was completed with the sales reps laser and a new fiber. No pt consequence. Device being returned for service.